Manufacturer narrative:
Mümin coskun md, tevfik kivilcim uprak md, ömer günal md, aygün aliyeva md, and asim cingi md. Reinforcement in laparoscopic sleeve gastrectomy: is it effective? Surgical laparoscopy, endoscopy & percutaneous techniques 34(3):p 290-294, june 2024. Doi: 10.1 097/sle.0000000000001283. Pmid: 38736400. D10 concomitant products: unknown egia su, unknown endo gia sulu, (lot# unknown) unknown-vloc, unknown vloc product, (lot# unknown) unknown ligasur, unknown ligasure instrument, (lot# unknown) 173022, 173022 endo close, (lot# unknown) unknown ligasur, unknown ligasure instrument, (lot# unknown) unknown egia su, unknown endo gia sulu, (lot# unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the literature, a retrospective study examined stapler line reinforcement and its association with postoperative leakage and bleeding rates in patients who underwent laparoscopic sleeve gastrectomy between 2011 and 2018. There were 286 patients in the reinforcement group and 224 in the nonreinforcement group. In both groups, trocar sites 10 mm or larger were sealed using an endoclose trocar site closure device with a 1.0 polydioxanone suture. Leaks were diagnosed using computed tomography (CT) or an upper gastrointestinal radiograph. Postoperative complications included staple line leaks, bleeding and trocar site hernia. There were two leaks in the reinforcement group that were treated with self-expandable metallic stents and CT-guided drainage. There were nine leaks in the nonreinforcement group. Three patients were successfully treated with laparoscopy, primary suture of the leak site combined with stent placement, and drainage the day after surgery. The other six leaks were treated with laparotomy drainage and stent placement. One patient underwent a second operation for an incarcerated trocar site hernia.